Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the upon review of stored egm, the implantable cardioverter defibrillator exhibited inappropriate auto mode switch episodes due to far r oversensing. Programming changes were discussed. No further information was reported.